Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient's system was removed the day of the report, as the patient had a lot of pain in the sacral area and attributed it to the device. The patient reported the device had never helped their incontinence. The caller did not know when the pain first started, but it had been a few months. There were no device issues or further patient complications reported at this time.